Event description:
Crd_1003 - vantage eu2984- 794 (B)(4). It was reported that on (B)(6) 2024, a 19f flexnav delivery system, clinical was selected to implant a device. During the procedure, the patient had a left bundle branch block, no treatment was needed as it resolved on it own. Post procedure, the patient had extensive left retroperitoneal/extraperitoneal hematoma extending from the left iliac fossa to the anterior and posterior pararenal space. Manual pressure was applied. The patient had a prolonged hospital stay due to hemoglobin monitoring.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and hemorrhage/blood loss/bleed was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a left bundle branch block, no treatment was needed as it resolved on it own. The device was successfully implanted and a closure device was used. Post procedure, the patient had extensive left retroperitoneal/extraperitoneal hematoma extending from the left iliac fossa to the anterior and posterior pararenal space. Manual pressure was applied. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.